Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6).it was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The left atrial pressure was 16mmhg and 1500ml of fluid was given during the procedure. The amulet was successfully implanted. On (B)(6) 2023, computed tomography (CT) images showed hypo attenuated thickening (hat) on the surface of the amulet disc.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported patient device interaction problem with thrombus could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.